Event description:
It was reported that a cadd legacy pump was continuously beeping. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The device was started in application, no problems were found with beeping. However, the downstream sensor will be replaced as a preventive measure.